Manufacturer narrative:
The serial number was unknown. All attempts to obtain product information were unsuccessful. Therefore, the UDI is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported that during an antegrade femoral nail procedure on a femoral diaphyseal fracture, it was observed that the battery handpiece module device and attachment device did not come into action. It was reported that the surgeon used another power tool owned by the hospital and reaming was done manually. It was further reported that following the surgery the device was cleaned and re-checked but did not move. It was also reported that the surgeon did not feel the overload on the implants, but noticed metal remnants on the x-rays. It was reported that the surgeon recognized the metal pieces by himself and removed the metal pieces. It was further clarified that no metal pieces remained inside of the patient's body. It was reported that as a result of this event the surgery was extended for 60 minutes. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.